Manufacturer narrative:
(B)(4). The sample has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell three of five of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. The patient stated that they saw air pockets in the supply line and the supply bag was empty. The technical services representative assisted the patient in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing performed included leak testing (eight psi underwater pressure test), clear passage test, clamp function test and device-device interaction testing (sample ran on machine). The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.